Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products t3st3213, t3 pro non-platform switched tapered implant 3.25mm (d) x 13mm (l) lot 2023020796.

Event description:
It was reported that the implant failed to integrate due to allergic reaction and was removed. Procedure not completed affected dental positions: #34 and #44.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) t3st3213, (t3 pro non-platform switched tapered implant 3.25mm x 8.5 - 15mm) for evaluation. Visual evaluation was performed. The returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. Device history record (DHR) review was completed for the subject lot number 2023020796. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020796 for similar events and one other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused and patient factors. Therefore, based on the available information, a device malfunction did not occur. Slight wear on the implant was observed, however no damage to the implant was identified that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.